Manufacturer narrative:
Instrument was returned for evaluation. The tip remains in the patient. Hardness values were checked on the instrument as well as a review of the DHR and all were found to be within rti surgical's specifications. This device is still being evaluated.

Event description:
During a posterior fusion surgery, the tip of the screw inserter broke off in the screw head. It was unable to be removed and it was left in the patient. The surgery was completed successfully.